Manufacturer narrative:
Polarxfit balloon catheter was evaluated by boston scientific. The reported blood detect failure was not confirmed through cis analysis. No leak paths related to the blood detection failure were identified during returned device testing. There was also no damage found to any of the blood detect wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. No secondary findings.

Event description:
It was reported that a polarxfit balloon catheter was selected for use, during procedure present a blood detection error occurred. To solve it, the device was replaced with another one of the same type and the procedure completed successfully without patient complications. The device was received and analyzed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarxfit balloon catheter was selected for use, during procedure present a blood detection error occurred. To solve it, the device was replaced with another one of the same type and the procedure completed successfully without patient complications. The device is expected to be returned.